Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements and loss of capture. Also reported that the patient was experiencing bradycardia but was asymptomatic. A lead fracture was confirmed. The lead was reprogrammed and the physician stated a non bsc device will be implanted in the near future. Therefore, the patient was discharged. No adverse patient effects were reported.